Event description:
It was reported that this inflatable penile prosthesis (ipp) developed a mechanical malfunction one year after implantation, resulting in persistent inflation failure when the internal switch spring could not rebound. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and ms pump passed visual inspection, functional, and leak test. Based on this investigation a clear probable cause for the event cannot be established

Event description:
It was reported that this inflatable penile prosthesis (ipp) developed a mechanical malfunction one year after implantation, resulting in persistent inflation failure when the internal switch spring could not rebound. The ipp was explanted and replaced. There were no patient complications reported.